Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test. No failed battery test alert, no delivery alarm anomaly, no charge battery anomaly and no button keypad anomaly noted during testing. Device received with minor scratched lcd window and broken belt clip slot. The p-cap locks into the reservoir compartment properly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump buttons were sticky down. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that scratches on the insulin pump but not affecting readability. Customer stated that insulin pump had rejected new battery, random no delivery alarms and clips was broken. The insulin pump will not be returned for analysis.